Manufacturer narrative:
Results: conclusions: aortic neck with moderate to severe thrombus; identity of endoleak unk.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 25 mm long, angulated less than 10 degrees, and there was moderate to severe thrombosis. Vessels were mildly tortuous and moderately calcified. It was reported that during the implantation of the talent stent graft, a cardiomems device indicated an unknown type of endoleak. The physician elected to implant a stent from another manufacturer; however, the cardiomems device still indicated an unknown endoleak. It was decided to not intervene further but rather to monitor the patient. A cta obtained approximately 2 weeks post-implant showed that the endoleak had resolved. No additional clinical sequelae were reported, and the patient is fine.